Event description:
Reportedly, the device could not be interrogated and was possibly near end of life. Patient is listed for a device change that will be returned for analysis after explantation.

Event description:
Reportedly, the device could not be interrogated and was possibly near end of life. Patient is listed for a device change that will be returned for analysis after explantation.